Event description:
The plaintiff alleges that in december, 1992, they were diagnosed as being allergic to latex. As a result, plaintiff alleges that they may no longer work as a registered nurse at any medical facility or for any medical health service or in private practice and is now subjected to increase health risks. Plaintiff further alleges that they are subject in the future to one or more anaphylactic reactions to latex products. Additionally, they allege that as a result of this disease, they have suffered substantial injury, pain and suffering as well as economic loss. Finally, the defendant's spouse, alleges they have suffered loss of support, services and companionship of their spouse.